Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that exploration was performed and there was no visible csf leak.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Postoperatively, the patient indicated having a headache and was hospitalized.

Manufacturer narrative:
Date of event is estimated.